Event description:
A home patient's (hp's) nurse stated that the hp was diagnosed with peritonitis in 2006 and hospitalized 3 days. The reason for admission to the hosp was cardiac tachycardia. The signs and symptoms of the peritonitis were a cloudy effluent and abdominal pain. There were no exit site or tunnel infections. The hp has not had any other reported cases of peritonitis. The hp was treated with vancomycin 2 grams, ip 2 days. The nurse's suspected root cause of the peritonitis was pt self-contamination. The nurse stated that the hp reuses minicaps and does not wash his hands when doing dialysis therapy. The hp often disconnectes himself to go to the bathroom during therapy due to diarrhea and was given a prescription a couple of months ago for a bedside commode, but did not purchase it until just recently. Per the hp's nurse, the hp is very non-complaint. The hp has been deemed recovered from this peritonitis event.

Manufacturer narrative:
Proper procedure was reviewed with the home pt by the home pt's nurse.